Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety/textured.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: unable to observed in the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Wear abrasion is observed. White particles calcification -like in device outer surface. Broken of plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted and replaced.